Manufacturer narrative:
(B)(4). This complaint was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the system error (se) 2240 was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.this MDR was submitted on (B)(4) 2011; however, due to a failure to receive ack1, 2, or 3, this MDR is being resubmitted on (B)(4) 2011.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 4. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to use manual bag. The tsr had the hp recycle the hc and se 2367 occurred. The hp followed the instructions and the hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp had opted to end therapy that night and did manuals in the early morning. The hp said she was using luer lock system. The hp said that there were no loose connections, disconnections or defects on the supplies that she could tell, but felt that she may have not secured the luer locks all the way. Per hp, she did not receive any injury or medical intervention as a result of this incident; she did inform her nurse of the alarm. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided